Event description:
During treatment, air was entering the return line via this replacement line. The replacement bag was empty, no alarm "empty replacement bag" occurred. Treatment continued until alarm "air in blood", and treatment had to be ended. Clinical consequences: blood loss. The treatment was continued on another machine.